Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user admission weight is unk but has had multiple surgeries; has low protein and albumin and has been npo (nothing by mouth) for many days: nurse was not able to state how many. Has been immobile since (B)(6) 2014 with turn and position every 2 hours but not repositioning fecal management system. Head of bed always at least 30 degrees. Initial treatment consisted of aquacel rope laying flat into the wound. Current treatment is stomahesive power covered with criticaid pasts. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided as the packaged was disposed of. Therefore, we are unable to determine the specific mfg site. (B)(4).

Event description:
It is reported the end user had fecal management system (fms) inserted on (B)(6) 2014 for loose stools and removed on (B)(6) 2014 upon which time a pressure ulcer of unk size was reported in the perineal area between anus and scrotum. Ulcer was reported as pink with minimal depth and drainage. The 40cc was removed from balloon.